Manufacturer narrative:
The field service engineer found a missing clip/spring meant to hold a rinse nozzle in correct placement. The issue was resolved after correct placement of the clip/spring. Upon review of control data, a quality control measurement was observed to be extremely low. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for 21 patient samples tested with ureal urea/bun on a cobas 8000 c (701) module. All initial values were reported outside of the laboratory and amended reports were issued. Refer to the attachment for all patient data. The bun reagent lot number was 53588501, with an expiration date of 30-nov-2021.